Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v792256, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient lost stimulation sensation. The stimulator was off. The patient changed programs and felt stimulation comfortably. A week later, the patient lost stimulation sensation. The patient wanted to increase stimulation but saw the power on reset (por) condition. It was unknown if the stimulator was getting low. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.